Event description:
It was reported to boston scientific corporation on the event date, that a jagwire was used during a stent exchange procedure (patient gender, age and weight are unk). According to the complainant, during the procedure, as the plastic rx stent was loaded over jagwire, the wire split away from the coating exposing the wire's inner nitinol core. The wire was removed and the procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.